Manufacturer narrative:
Mml reference # (B)(4).

Event description:
Mainstay medical received information that a large, irregular right intracranial aneurysm (ica) was incidentally discovered during a cardiac computed tomography angiography (cta) of the neck scan. Aneurysm is asymptomatic. The patient received aneurysm repair surgery on (B)(6) 2023 and was discharged on (B)(6) 2023. The issue was resolved. There was no report of patient harm or injury. There was no allegation that the reactiv8 system contributed or had any relationship to the reported incident per the implanting physician. Reportedly, the reactiv8 system was activated on 9/14/2023. The device manufacturing record was reviewed, and no relevant non-conformances were found.